Event description:
It was reported the patient's omnipod 5 personal diabetes manager was overheating while charging, causing the device to melt at the charging port. The patient was using a charging cord not provided by insulet, which contradicts the instructions provided in the user guide.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause or determine if the patient using a non-insulet provided charging cable contributed to the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - operating system data not available cloud - hardware data not available cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.